Event description:
A patient reported experiencing inaccurate high results with a otp meter. The patient's blood glucose results were 248, 450 mg/dl. Test were done within 10 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported.